Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial. B5 of the initial stated the report was submitted for the malfunction (e355) found during evaluation. However, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the e355 malfunction were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel switch did not work due to to faulty front panel. However, a specific cause for the faulty front panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the video system center had an e216 scope communication error, and an e335 fan error. There was no procedure involved and no delay. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable e335 fan error malfunction.

Manufacturer narrative:
The device was returned for evaluation. And the e216 error code displayed, due to a faulty printed circuit board was confirmed. The e335 error code was not confirmed, but the occurrence and recurrence could not be denied. Also, evaluation found the keys did not function, due to a faulty front panel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.